Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium shows two curl wires that extend from the lateral edges of the uterine wall into the adjacent fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, paratubal cyst and endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("excessive or frequent menstruation") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: - endometrium: - weakly proliferative endometrium, - myometrium: - leiomyoma, - right fallopian tube: - benign paratubal cysts and walthard remnants, - left fallopian tube: - benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium shows two curl wires that extend from the lateral edges of the uterine wall into the adjacent fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, paratubal cyst and endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("excessive or frequent menstruation") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscpic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: endometrium: weakly proliferative endometrium. Myometrium: leiomyoma. Right fallopian tube: benign paratubal cysts and walthard remnants. Left fallopian tube: benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.